Event description:
While utilizing these resuscitator bags, the reservoir and tubing (for o2) become easily disconnected. If the care provider doesn't realize the o2 tubing has fallen off, it can lead to a major decrease in oxygenation, possibly decrease heart rate and cause cardiac arrest. This is at least the third incident of this nature in the last two weeks.